Manufacturer narrative:
Evaluation summary: patient build and activity level are unknown. Cause cannot be definitively determined. No product or x-rays were returned for evaluation. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2006. Post-op the following year, and the next day, the device dislocated. The surgeon did a manipulation. The device remains implanted.